Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white particulate matter on or inside the tubing of a titanium transfer set. This was observed during patient use. The transfer set had been used for four months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and evaluated for the reported particulate matter. A visual inspection was performed and it noted white residue inside the tubing of the transfer set. The particulate matter was determined to be a fatty acid salt (like calcium stearate), calcium, carbonate and a small amount of a carbonyl-based material. The reported issue was verified during evaluation; however, a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.